Event description:
Consumer called stating that the plastic piece on the 5310ivc semi electric bed's motor allegedly broke awhile ago. The motor cover keeps the motor on the bed. No injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 5310ivc (vcpkgivc-1633 bed package), serial number/date code (B)(4) is approximately 4 years 2 months old. The owner's manual part number 1114836 rev f (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.